Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the dislocated knee was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by an onkos sales representative, that a patient with eleos proximal femur replacement underwent revision surgery on (B)(6) 2025. Patient dislocated their knee. Only the poly spacer was swapped and revised. This report captures eleos poly spacer. This event will be reported as a serious injury due to the revision procedure.

Manufacturer narrative:
The root cause of this complaint was not determined due to the insufficient information provided to do a full investigation on the devices history. An MDR has been submitted due to the adverse event. If more information is attained, then this MDR report will be updated.

Event description:
It was reported by an onkos sales representative, that a patient with eleos proximal femur replacement underwent revision surgery on (B)(6) 2025. Patient dislocated their knee. Only the poly spacer was swapped and revised. This report captures eleos poly spacer. This event will be reported as a serious injury due to the revision procedure.